Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. The rv lead impedance was stable but the physician opted to replace the lead. Additional information received indicating that the high pacing threshold was attributed to the lead function and the cause could not be determined. This rv lead was surgically abandoned. No additional adverse patient effects were reported.